Manufacturer narrative:
Concomitant medical devices: dtmb1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible shock for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular tachycardia (vt). It was also noted there was undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af). The device and lead remain in use. No further patient complications have been reported as a result of this event.